Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported issue of b40 error was not reproduced by the combination with light source, 180 scope and 190 scope in the repair division, it is presumed that the problem occurred due to accidental malfunction of device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported issue of b40 error was not confirmed. The unit was tested with a test clv-190 lightsource and an lft-s190-5, gif-h180, gif-h190, cf-hq190l test scopes. The b40 error did not occur during testing. Furthermore, the unit's cm board and internal buffer functioned normally. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b40 error occurred with the evis exera iii video system center. There was no patient involvement, no harm or user injury reported due to the event.